Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2010, product type extension.

Event description:
It was reported that the patient's wires were "too short" and the implant had to be revised. For subsequent events see MFR rep # 3004209178-2012-08554.